Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2011, patient presented with pre-op diagnosis of l5-s1 spondylosis with degenerative disc disease. For which patient underwent, complete l5 laminectomy, l5-s1 posterior lumbar interbody fusion with capstone spacers with rhbmp-2/acs and bone graft matrix with local autograft using the operating microscope for microdissection techniques with intraoperative ¿ssep¿,¿ emg¿, and pedicle probe monitoring. Per operative notes, the disc space was distracted and 10 mm x 22 mm spacers filled with rhbmp-2/acs and bone graft matrix were tamped into position at the l5-s1 level bilaterally using fluoroscopic guidance. Additional rhbmp-2/acs and bone graft matrix and local autograft were placed in front of the spacers and in between the spacers in the usual fashion. Patient tolerated the procedure well with no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.